Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer had access to sound with the device, the recipient noticed in (B)(6) 2017 a change of sound when he opened his mouth. This condition became worse. Since (B)(6) 2017 the recipient can_t hear anything without opening his mouth. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient no longer had access to sound with the device. An incident of accident or trauma is unknown. An integrity test will be performed.